Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
A nurse reported the 25 gauge vit cutter shed metal particles. The metal particles are seen early in the procedure. In order to see the particulates, the surgeon has to redirect his light pipe and they appear in the vitreous by the thousands. The surgeon indicated that none of his pts have been affected and that he believes he aspirates most of them, if not all during surgery. The surgeon declined to complete a questionaire, but confirmed there was no known pt impact.